Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a loose connection was reported and is a known cause of this alarm. However, the cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two of five on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting with the technical service representative (tsr), the home patient (hp) discovered that the supply bag had a loose connection from the supply line. The tsr assisted the hp in clearing the alarm. The tsr advised the patient to restart therapy with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.